Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported noise on the atrial lead was noted during a follow-up remote. Patient was brought into clinic and noise was recreated via isometrics. There is no ability to reprogram around the noise. Patient was stable throughout.

Event description:
New information received notes a chest x-ray was performed and nothing was seen on the image. Patient will continue to be monitored.